Event description:
Kimberly-clark received a report stating, " the end of the catheter separated from the thumb port and the catheter was in the patient's lung. The piece needed to be cut to be removed from the patient." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
We were unable to review the device history record as no lot number was provided. Sample evaluation: the suspect device was received for investigation, and the catheter was separated from the thumb port. Measurement of the proximal end of the catheter and the distal end of the thumb port adapter, which is the location of the reported separation, found that the dimensions of each component were within specifications. Visual inspection of the proximal end of the catheter under magnification indicated that a narrow band of adhesive was present in the joint at the interface between the catheter and distal end of the cone adapter. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.